Event description:
It was reported that the patient received inappropriate therapy due to t-wave sensing. Low impedance was also noted. The lead was replaced when a reposition was unsuccessful.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. Dried body fluid and tissue inside the inner insulation prevented helix extension. After cleaning and cutting, normal helix mechanism was found.